Manufacturer narrative:
Product complaint#: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a 25-year-old male patient underwent mechanical thrombectomy of a cerebral artery occlusion with a 5mm x 33mm embotrap ii revascularization device (et007533/unknown lot number) and suffered from a massive subarachnoid hemorrhage (sah) secondary to vessel dissection or perforation. The patient subsequently expired. It was stated that the physician used the embotrap without the slightest technical difficulty. The complaint device is not available for evaluation. No further information was provided at the time of complaint initiation. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Vessel dissection or perforation, intracranial hemorrhage, and death are known potential complications associated with the use of the embotrap ii device in mechanical thrombectomy procedures and are listed in the instructions for use (IFU) as such. With the information provided, the root cause of the event cannot be determined. However, there are clinical and procedural factors including vessel characteristics, clot burden, device selection, and mechanical manipulation of devices within the artery that may have contributed to the event. There is no indication that the device malfunctioned, or that the event is related to a design or manufacturing issue. The sah secondary to vessel dissection or perforation was fatal, and the relationship of the device to the reported event cannot be disassociated. Multiple attempts to obtain additional information were unsuccessful. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Lot: the lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a healthcare professional that a (b)6)-year-old male patient underwent mechanical thrombectomy of a cerebral artery occlusion with a 5mm x 33mm embotrap ii revascularization device (et007533/unknown lot number) and suffered from a massive subarachnoid hemorrhage (sah) secondary to vessel dissection or perforation. The patient subsequently expired. It was stated that the physician used the embotrap without the slightest technical difficulty.